Event description:
Reporter indicated that the patient had begun experiencing an increase in seizures, in which she was admitted into the ER for inpatient treatment. Information was also received that the patient may be seeing a neurosurgeon to possibly have the device replaced, however, that consult has not yet taken place. All attempts for further information have been unsuccessful to date, and the relationship between the increase in seizures and vns therapy cannot be determined.